Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead failed to convert arrhythmia at initial implant. Technical services (ts) reviewed the data and noted shock lead impedance (sli) had been stable since 2017. This device was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.